Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a blood glucose over 400 mg/dl. Customer's blood glucose was 485 mg/dl at the time of the incident. Customer's current blood glucose was 337 mg/dl. Customer stated that she was sleeping for 3 hours and then she had a high blood glucose. Customer did a bolus but it did not come down. Customer felt thirsty and had foggy vision. Customer's sensor glucose was 350 mg/dl. Customer stated that she had already changed her infusion set and reservoir twice. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check her settings. Customer performed the self test and the pump alarmed no delivery at 3.8 units. Customer will be sent replacement infusion sets and reservoirs.